Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving preservative-free morphine (10 mg/ml at 1.466 mg/day as of (B)(6) 2015 and then 10 mg/ml at 1.774 mg/day as of (B)(6) 2015) via an implantable infusion pump. The other medications that the patient was taking at the time of the event could not be obtained. The indications for use (ifus) were noted as non-malignant pain and failed back surgery syndrome. There was a discrepancy between the calculated volume and the actual volume in the reservoir; the discrepancy was approximately 20 ml greater than the expected volume. The pump logs were read. The print report from an interrogation on (B)(6) 2016 indicates that the expected residual volume (erv) was 3.4 ml, but the actual residual volume (arv) was 22 ml. The print report from an interrogation on (B)(6) 2015 indicates that the erv was 10.5 ml, but the arv was 17 ml. No symptom was reported. At the time of the report, the patient was alive with no injury and the issue had not been resolved. Additional information received from the rep indicated that the next step was going to be a catheter dye study that had not yet been scheduled or completed. The cause of the volume discrepancies had not been determined. The patient's personal therapy manager (ptm) was programmed as follows: dose:0.050 mg/activation, lockout: 4 hours, dose restriction interval (dri): 1 in 4 hours, and maximum activations/day (max): 4. Additional information received from the rep indicated that a catheter dye study was performed on (B)(6) 2016. The physician was unable to aspirate the catheter and deemed the problem to be with the catheter. A catheter revision/replacement was scheduled for (B)(6) 2016. A supplemental report will be submitted if additional information is received.

Event description:
Additional information was received from a company representative. The patient had exploratory surgery on (B)(6) 2016 to identify a potential problem with the catheter after an unsuccessful dye study. The healthcare provider identified a kink in the catheter proximal to the anchor site in the spine. The anchor was removed and the catheter was trimmed. A new pump catheter segment was added and good cerebrospinal fluid (csf) flow was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.